Manufacturer narrative:
Bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a misidentification was reported. A patient isolate was identified as citrobacter freundii on its initial testing, it was then identified as e. Coli when retested. No health impact or consequence reported. Report 2 of 2.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a misidentification was reported. A patient isolate was identified as citrobacter freundii on its initial testing, it was then identified as e. Coli when retested. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch unknown. The customer noted misidentifications of escherichia coli as citrobacter freundii and klebsiella pneumoniae as klebsiella oxytoca when using nmic/ID-307. The customer did not provide panel returns, isolate returns, phoenix generated lab reports or binary files for the investigation. Since a batch number was not provided, functional testing with retention samples could not be performed as part of the investigation. Therefore, this complaint is unable to be confirmed for a panel performance issue. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no current trends were identified associated with this defect. H3 other text : see h.10